Event description:
During the set-up of the kit in the centrifuge, the transparently colored tubing and the yellow tubing were twisted and priming was impossible to perform because the tubing didn't fit correctly, resulting in delay of plasmapheresis for the patient. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authority.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this lot. There were no events in the DHR that would have contributed to event that the customer experienced. The set was returned for evaluation. The set was primed, but the donor had not been connected as there was no blood in the set. The tubing exiting the centrifuge collar going to the channel was found to be twisted. There were lacerations in the centrifuge collar 4.8cm and 8.5cm from the lower bearing position. There was a witness mark on the lower and upper bearings and one of the locating ears was shaved off and the other was damaged. These marks are indicative of the centrifuge collar coming out of the filler plate latch during the procedure. A review of the lot for similar reports was carried out, none have been reported. Root cause: based on the evaluation of the set, the centrifuge collar was not fully installed in the filler plate latch.